Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection found no physical damage on the exterior of the device. There was no physical damage observed on the power cord¿s external covering, only cosmetic. The mdu failed functional tests with motor stall error and overheating when the power cord was bent at the strain relief. The power cord assembly grew warm during testing. The motor and hall board were tested and passed functional testing. The complaint investigation has determined that the power cord assembly has a shorted or open internal wire. The root cause was identified to be associated with a damaged power cord assembly. Factors, unrelated to the manufacturing and design of the device which could have contributed to the event, include fatigue on the cable from repeated bending of the cable during extended use. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the hand control overheated and became hot during a shoulder scope procedure. No patient injury or complications were reported. A backup device was utilized to complete the procedure.